Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc ran service method testing remotely, which failed bottom of cuvette alignment for sample probe 1 (s1) and s1 mixer. A siemens customer service engineer (cse) was dispatched to the customer site. After inspecting the instrument, the cse corrected s1 bottom of cuvette alignment after which the overmix results for all arms were in range. The cse ran system check, which passed. The cse ran precision on tpsa and standard deviation was satisfactory. The cse ran quality control and the results passed. The cause for the discordant, falsely elevated tpsa is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated total prostate specific antigen (tpsa) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s) who questioned it. The customer tested a new sample using an alternate dimension vista instrument, resulting lower and as expected for the patient. The alternate instrument result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tpsa result.